Event description:
During a total laparoscopic hysterectomy and fulguration of endometriosis procedure, the pks lyons dissecting forceps was opened by the scrub tech who presented it to the surgeon for placement on the field. The device was then inserted into one of the ports where the surgeon commenced using it to retract. Before using the forceps to cut, the surgeon noticed a piece of the tip was missing. The instrument was removed from the field and replaced with another instrument. Visual examination of the pt's abdomen, sterile field and floor was done. An x-ray was performed and the part was found in the right mid-abdomen, and was removed from the pt. There was no pt harm.

Manufacturer narrative:
Component failure, the left jaw is fractured at the thin transition point of the part. Info from the facility stated that the fracture of one arm and the bending of the other arm strongly suggested a sideways force. The investigation at gyrus acmi is still ongoing to determine root cause and will update the agency accordingly.